Event description:
It was reported that stent damage occurred. The 90% stenosed, 38mmx2.5mm target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). A 2.50 x 38 synergy drug-eluting stent was advanced for treatment. However, during procedure, the proximal end of the stent struts were lifted up due to scratch with the distal end of the lad. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: synergy ous mr 2.50 x 38 mm stent delivery system was returned for analysis. An examination of the crimped stent found stent damage. Stent struts from the proximal stent strut rows were noted to be lifted and pulled distally. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 38 mm x 2.5 mm target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). A 2.50 x 38 synergy drug-eluting stent was advanced for treatment. However, during procedure, the proximal end of the stent struts were lifted up due to scratch with the distal end of the lad. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.